Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an over delivery and they had low blood glucose of 48 mg/dl. Customer¿s current blood glucose was 50 mg/dl. Customer treated with food. Customer was alleging the insulin pump because the customer had low blood glucose level. Drive support cap was normal. Troubleshooting was done for low blood glucose. The insulin pump will return for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Drive support cap was inspected and no anomaly was noted. Device received with corroded battery tube noted.